Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance connecting their cgm transmitter and blood glucose meter to the insulin pump. Blood glucose level at the time of the call was 33.3 mmol/l which was treated with insulin pump bolus. Troubleshooting was completed for connecting the transmitter and the meter. It was unknown that auto mode used or not. Customer declined troubleshooting for the high blood glucose. The pump is not expected to return for analysis. No product is expected to return for analysis.